Event description:
During field service installation of power manager board, it was observed that the serial number displayed 0000. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.